Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a gore hybrid vascular graft was implanted in patient's right arm, from the axillary vein to brachial artery. On (B)(6) 2016, patient presented with a seroma, which was described as procedure related. About 20ml of fluid was evacuated and no infection was noted.